Event description:
Customer reported that when the nurse call cable is in use with the alarm, there is no sound at the nurse's station. The date the issue was discovered is unknown. No patient injury or incident reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue and revealed that the unit does not send a signal to activate the red led light at the nurse call test fixture when weight is removed from the sensor pad. The unit passes all other functional tests. (B)(4).